Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the needle was bent from a curve to a linear position. The deployment knob was pushed almost all the way up. The depth gauge was still in its manufactured position. The suture and anchors were taped to the device handle with the slip knot tightened to the t2 anchor. There was some debris inside the needle tip and needle overmold is deformed at the tip. A functional evaluation revealed that the depth gauge moved as intended. The deployment knob deployed and the actuator push assembly was stuck in the deploy position. The knob could no longer activate the push assembly. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, misplaced force on the device actuator, or use of the actuator before the needle is through the meniscus. H11 e2, e3: information corrected, healthcare involved.

Manufacturer narrative:
H10, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy an exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the t2 implant of the fast-fix 360 did not deployed. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.